Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had low r-wave amplitude measurements shortly after implant. The device was set to unipolar sensitivity and an auto sensitivity of 1.4mv. On evaluation there have been high rate ventricular episodes stored and they appear to be noise with oversensing. It was reported that the indication for implant was complete heart block. Boston scientific technical services (ts) discussed programming considerations with the health care professional (hcp). No adverse patient effects were reported, and the device remains in service. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.